Event description:
During pt treatment, the diaphragm in the bellows developed 3 holes accompanied by a fluctuation in the displayed mean airway pressure. The pt was placed on another ventilator without compromise.